Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the hospital because they experienced syncope. Upon device interrogation, the implantable cardioverter defibrillator exhibited noise and cross-talk that led to inhibition of pacing. The physician performed programming changes on the device. After the syncope event, the patient developed a subdural hematoma that led to surgical intervention. The patient was in unstable condition.